Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vein in the upper limb. A 4.0mm x 40mm x 40mm sterling balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.